Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient¿s attorney alleged a deficiency against the device. The product was used for therapeutic treatment of a hernia. It was reported that after implant, the patient experienced an unspecified adverse outcome. The device had been used with an anchor juggerknot 2.9mm sz2 (912029) and two footprint ultra pk suture anchors 4.5mm (72202901). Post-operative patient treatment included possible surgical intervention.